Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system and 20mm watchman flx laa closure device and delivery system were used. The patient was allergic to heparin, so bivalirudin was used instead. The closure device was deployed and a clot was observed on the distal end of the access system. At this time, the patient's activated clotting time (act) was 389. The physician aspirated the clot and attempted to redeploy the closure device. A clot again appeared on the distal end of the access system. The physician aspirated the clot again and recaptured the closure device. The procedure was ended due to this. The patient was awakened and there were no signs of function loss.